Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Tampon ripped when taking it out... Some was left inside- vagina [foreign body in reproductive tract] mild cramping abs [abdominal pain] tampon ripped when taking it out [complication of device removal] tampon ripped... It was not the cotton it was thick string or thread [device breakage] case narrative: consumer reported via phone that the tampon ripped during removal. No serious injury was reported.